Manufacturer narrative:
(B)(4). Feed connector,advancer, anti-backup. The analysis results found that the device was received with the jaws in the opened position; however, a pear shaped clip inside the jaws and with the tip of the advancer slid toward tissue stop was noted (advancer bypass). Upon firing of the device, the clips could not be fed into the jaws as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed bar connectors were noted to be disassembled leading the found feeding issues; eleven clips in the clip track were found. In addition, the antibackup feature was noted non-functional. The failure of the anti-backup feature is unrelated to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two clips came out at the first firing. The device jammed on the third clip. Another device was used to complete the case with no patient consequence.